Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the patient exhibited seizure-like activity along with a decrease in oxygen saturation. Injection was stopped, and the case was aborted. The patient was under general anesthesia. It was noted that the patient had no obvious injuries, and will be monitored overnight. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed multiple applications were performed on the date of the event and did not show any issues. The balloon catheter was not returned for investigation. A known clinical issue was encountered during the procedure (seizure, hypoxia). If information is provided in the future, a supplemental report will be issued.